Manufacturer narrative:
Batch review performed on 18 december 2020: lot 182149: (B)(4) items manufactured and released on 18-jun-2018. Expiration date: 2023-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 1 month after the primary surgery for a post-op appointment and it was observed that a hematoma had developed. The cause of the hematoma is unknown. The surgeon performed an washout and revised the liner. The surgery was completed successfully.